Event description:
The customer reported that during a laparoscopic hepatectomy, a piece of the active waveguide disengaged during use. There was no patient injury. Additional questions in regard to the incident have also been asked.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.